Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed off no power without low battery alert. The customer's blood glucose level was unknown at the time of incident. The customer reported the second occurrence without the alert. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. No unexpected battery power loss or low battery. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.